Event description:
The customer reported a leak occurred around the spin collar of the luer lock at the end of the platelet transfusion. The leak occurred 40 minutes after the start of the infusion. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din 0060208 lot number w8i27c1; a positive blood bag. The customer¿s report that a leak occurred around the spin collar of the luer lock was not confirmed. Functional testing of priming, infusion, and pressure testing was successful and did not replicate any leaks at the spin collar or anywhere else throughout the received set. The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak occurred around the spin collar of the luer lock at the end of the platelet transfusion. The leak occurred 40 minutes after the start of the infusion. No patient harm was reported.